Event description:
It was reported that a patient incident occurred during a hysterectomy with a bilateral adnexal resection and pelvic lymph node dissection to remove a malignant tumor in the uterus. The erbe bipolar instrument was being used with an electrosurgical unit (esu). Specific information regarding the esu and settings used were not provided. Per the documented report "during the operation, the uterine artery was closed and hemostasis was performed using the large vessel closure system bacchus forceps". As documented, it then appears that later on electrical current flow from the bacchus forceps (a non-erbe device) inadvertently and damaged the uterine artery as well as tissue. Sutures were used to stop the bleeding. Then the bacchus forceps were replaced with another bacchus forceps and the procedure was completed. At the end of the month after the hysterectomy, the patient had to be treated at another hospital ((B)(6) hospital of (B)(6)) for urinary leakage "which was caused by damage to the ureter by electric radiation during surgery. The device has been discontinued."

Manufacturer narrative:
The erbe biclamp laparoscopic maryland serrated insert was not returned to erbe for an evaluation. No issues were found in a review of its device history record (DHR). The provided investigation concluded that "the cause of the incident is the accidental excitation of the bacchus clamp, but there are many reasons for accidental excitation, which may be caused by automatic excitation or misuse, and the continued use after changing the instrument indicates that it is not a host problem. High-frequency electricity on the human nerve is no effect, electrical radiation will not damage the nerve. The product is tested by the national testing authority. So the event there may be misuse or instrument parameters set up problems lead to misinitiation. The batch of accessories no similar situation occurred." Our understanding of this conclusion is that there were no problems with the erbe bipolar instrument. It appears that there were many misuse reasons as to why the bacchus forceps (non-erbe device) became activate ("excitation").